Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4) on 01-dec-2020. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('more abundant menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), dysgeusia ("metallic taste in her mouth") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, dysgeusia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, dysgeusia, headache and menorrhagia with essure. The reporter commented: the patient reported that after the placement of the devices she noticed more abundant menstruation, headaches, metallic taste in her mouth and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of menorrhagia ('more abundant menstruation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), headache ("headaches"), dysgeusia ("metallic taste in her mouth") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, headache, dysgeusia and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, dysgeusia, headache and menorrhagia with essure. The reporter commented: the patient reported that after the placement of the devices she noticed more abundant menstruation, headaches, metallic taste in her mouth and hair loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.